Event description:
"Hose rupture" was the initial report received from mmr sales rep. He said that the incident happened during surgery and it is possible that oil mist sprayed on the pt. On follow-up, he said that the motor had been repaired in may by a third party. During the case the hose ruptured and a mist of oil was released into the sterile field. The motor and hose will be sent in for eval. A craniotomy procedure was being performed. They irrigated with antibiotics and continued with another motor. Irrigation with antibiotics is routine procedure for every surgery.